Event description:
A home patient contacted baxter's technical service center for assistance regarding a system error 2240 alarm that appeared on the display of the patient's homechoice machine during their automated peritoneal dialysis therapy. Per initial report. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.